Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The MRI technician was trying to turn the patient's stimulation off with their handset for MRI, but was unable to confirm if it was turned off. They said the handset paired properly with the implant, but upon trying to turn off stimulation, it continued to say 'retry' and would not turn stimulation off. They were not with the patient to do troubleshooting at the time of the call, repositioning the communicator was reviewed. The healthcare provider was going to try this with the patient after the call. No patient symptoms were reported. No further complications were reported or anticipated.